Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that two days after a right transcarotid artery revascularization (tcar) procedure, the patient experienced a minor stroke. The physician reported that the stent had appeared recoiled as the stent was constricted with a narrowed lumen in the area where calcium was present and thrombus was identified. The patient was administered heparin, and no additional surgical intervention was performed. At this time, it is unknown if the patient's symptoms have resolved. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.